Manufacturer narrative:
Submit date 12/29/2015. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a lite glove. The customer states that the lite gloves are ripping once being placed onto the lights.

Manufacturer narrative:
Submit date: 07/04/2016. The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Three boxes (2ca-5285101464x and 1ca-5219100064x) and three decontaminated samples with lot number 5219100064x were received for evaluation and the reported issue was confirmed; there was tear in the handle. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. When root cause(s) is determined the appropriate actions will be taken to address the reported condition. If additional information is received this complaint will be reopened. This complaint will be used for tracking and trending purposes.